Event description:
It was reported that the 9800 system had lines in the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video control board and the backplane was replaced during the service call. The system was tested and found to be working as intended, and put back into service.